Event description:
It was reported that the lead and the stimulator were explanted on reported event date. It was reported that it was a lead/extension issue (break/fracture). The lead was coiled in the pocket tightly and impedance read short. It was noted perhaps device flipped. The coil probably caused fracture. There was a loss of stimulation and the patient never had therapeutic effect. The lead and stimulator was surgically replaced. Impedance testing, x-rays and reprogramming was performed. It was noted that the product issue was resolved and the cause of the issue was determined. The stimulator was noted as flipped, but it was not confirmed. It was noted that electrodes with issues were one and two, one and three and two and three. It was noted short in the lead due to coil in lead. The patient was noted as alive with no injury the day of reported event. There was no patient symptoms noted.

Manufacturer narrative:
Analysis of the device, model # 3058, sn found no significant anomalies. Analysis of the lead, model # 3889-28, lot # v699552, found a short between the #1 and the #3 circuits, suspected under the #0 connector (proximal segment left in the connector block). The lead functional test found an impedance of 88.6 ohms on circuit #0 and opens on circuits¿ #1 - #3. Also, the #1, #2, and #3 conductors were broken (overstress damage) 11 cm from the distal end. The insulation also appeared to be twisted.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v699552, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.